Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) ranging from 45-60 mg/dl. Bg was addressed with food. Reportedly, the customer increased the basal rate which caused the low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.